Event description:
It was reported that a patient underwent an initial right hip arthroplasty. Subsequently, a revision procedure was performed due to implant fracture.

Manufacturer narrative:
(B)(4). Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current manufacturer. This event will be reported by medwatch facility UK biomet UK - (B)(4).

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown cup. Unknown liner. Unknown head. Report source: (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the location of the device is unknown, the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient¿s hip was revised approximately two years post implantation due to implant fracture. Attempts have been made and additional information on the reported event is unavailable at this time.